Manufacturer narrative:
Twelve samples list #: (B)(4), (1 with an open package and 11 with no package) were returned for evaluation. As received, 2 out 12 samples were observed to be separated at drip chamber tube connection. However, the whole sets were inspected with uv light, and the presence of errant solvent at the bond connection with the spiros and the drip chamber was confirmed. The substance was not loose foreign matter; 3 were primed and no occlusions, or flow restriction were noted. The complaint of white powdery substance on the tubing can be confirmed. The probable cause was due excess of solvent during manual assembly process in manufacturing. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The customer reported a complaint involving 15 occurrences of 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger with white powdery substance is noted on the tubing above the drip chamber. The facility's staff has cut open the tubing and confirmed the white powdery substance; also on the inner tubing which comes into contact with administered unspecified chemotherapy drugs. They report the white powdery substance can be easily wiped off by a finger. These sets are required for every chemotherapy infusion set up in their unit. The event occurred upon removal from original packaging. There was no medication being used with this product and was caught before the set was primed and connected to a patient. Each set was inspected and concerns were raised prior to the patient receiving treatment. However, this quality issue was raised by the reporter's (B)(6) colleagues and potentially may have used these lines without closer prior inspection, 'you will see with the products returned there are some with only a small amount of residue and may have not been discovered if we weren¿t looking closely'. There was no issue with the integrity of the packaging, it was fully sealed. Additional sets were used without interruption of care to the patients. There was an unspecified delay in therapy, and no adverse event nor any patient harm to anyone.